Manufacturer narrative:
Tracking# 49243.

Event description:
It was reported the oms20 was used during an unknown procedure. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.